Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for four patient samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results for one of the four patients were reported out of the laboratory. Repeat analysis was performed. The test results were less than 0.09 ng/ml. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were lithium heparin plasma collected in a plasma separator tube. Sample collection and centrifugation information was not supplied. Two of the 3 levels of quality control (qc) were within the customer's established ranges prior to the erroneous results. Level 3 qc was repeated and recovered within specifications. Three levels of qc performed after the erroneous results did not give results and were flagged as ind (indeterminant). This means the result is at the low end of the analyte concentration curve. The result cannot be distinguished from a system failure because the rlu (relative light units) reading or concentration is too low. The customer disposed of the accutni reagent pack that was on board the access 2, reloaded a new accutni reagent pack and repeated qc. Three levels of qc after the erroneous results on a new reagent pack were within specifications. Beckman coulter inc customer support and the customer verified the reagent pack in question was listed in the reagent inventory of the other access 2 system. Customer support explained to the customer that one reagent pack can not be used on more than one access family system. Product labeling states: loading a reagent pack. If you are reloading a partially used reagent pack, it must be returned to the same stand-alone system or access 2 workgroup from which it was removed. If a partially used reagent pack is loaded on a different system or workgroup, it will be inventoried as a full pack and inaccurate results may occur. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.